Manufacturer narrative:
(B)(4).

Event description:
It was reported there was intermittent lead noise seen on real time egm when performing threshold and sensing tests. The patient will be monitored routinely and on merlin for remote monitoring.

Event description:
Additional information received indicated that the lead was capped and replaced on (B)(6) 2016.